Event description:
A consumer reported via web page that following bilateral intraocular lens (iol) implant procedures, he has developed a line from the lower left to upper right and the upper left to lower right to form an "x" when looking at lights, which is worse at night. In a follow-up, the consumer reported that this "x" when looking at lights is impairing his night driving. There are two reports for this event. This is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).